Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported after a permanent implant procedure, in pacu patient experienced ineffective coverage in the left side and x-rays confirmed the leads had pulled down. Patient was brought back, and both the leads repositioned, therapy restoring effective coverage.